Event description:
It was reported that there was far field r wave (ffrw) oversensing noted on carelink transmission. Programming changes were recommended. The lead is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.